Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, a 26mm sapien xt valve was deployed too aortic. A second valve was deployed within the initial valve. During the tavr procedure, the initial sapien xt valve was positioned 50:50 aortic/ventricular (a/v). During the deployment, loss of pacing capture occurred, and the valve landed in a final 70:30 a/v position. The valve was determined to be too high and insufficient. A second valve was positioned and deployed 60:40 a/v within the first valve. Following the procedure, the patient was in stable condition. It was perceived that patient factors (sigmoid ventricular septum) and the loss of pacing capture during the initial valve deployment contributed to this event. The patient¿s annulus diameter measured 22mm by transesophageal echocardiogram (tee) and 22.5mm x 26.5mm by CT (valve area of 424mm2). The annular calcification, native leaflet calcification and aortic root calcification were reported as moderate.

Event description:
As reported by our brazilian affiliate, during the transfemoral tavr procedure, a 26mm sapien xt valve was deployed too aortic. A second valve was deployed within the initial valve.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, in addition to procedural factors (loss of pacing capture during valve deployment), patient factors (sigmoid ventricular septum) likely contributed to the malposition of the initial valve. A second valve was deployed within the first valve with good results. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.